Event description:
The customer reported that the system would not display an image on the left (live) monitor. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cables and connectors were reseated. The system was then found to be operating as intended.